Event description:
Malfunction of "safe set" arterial line, ICU medical transpac¿ IV monitoring kit w/safeset¿. Line malfunctioned during priming and was not attached to patient. Tubing "broke apart". The malfunction of an a-line safe set on [date redacted]. Lot #13751424. The tubing was never used on the patient, it was noted to be defective while priming. The rigid tubing was broken in half. I have the tubing and packaging if you want it.